Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A prestatatire reported that the patient was hospitalised with diabetic ketoacidosis. No further information is available at this time. Attempts are ongoing to obtain additional information. If additional information is received, a supplemental report will be submitted.